Event description:
While the device was being serviced at the philips repair bench for a different issue, the philips bench tech observed that there was a bent battery pin in slot a. There was no pt involvement.

Manufacturer narrative:
(B)(4).